Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio therapy to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.

Event description:
A 57-year-old female with newly diagnosed glioblastoma (gbm), started optune gio on (B)(6) 2026. On (B)(6) 2026, novocure received a medical record indicating that the patient experienced ongoing headaches, which predated the initiation of optune gio therapy. During an appointment on (B)(6) 2026, it was noted that the patient was taking sumatriptan daily with slight benefit. By (B)(6) 2026, treatment with rimegepant and bevacizumab had been initiated, resulting in improvement, and the headaches had significantly improved by (B)(6) 2026. On (B)(6) 2026, the patient reported only minimal headaches. During a follow-up visit on (B)(6) 2026, the headaches were noted to be improved and were typically associated with optune gio use. The patient used rimegepant approximately once weekly to manage the symptoms. Multiple attempts were made to contact the prescribing physician; however, no reply was received.